Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.